Manufacturer narrative:
The device has been received by depuy synthes power tools. Reliability engineering evaluated the device, and the reported problem could not be confirmed or duplicated. The unit was tested and found to meet all performance specifications, and no problems or perceptible vibration were noted. If add'l info becomes available, a supplemental report will be sent.

Event description:
Report rec'd from (B)(6), stating that the device tip end wobbles during rotation. It is known that the event did not occur during surgery; however, it is unknown if there was any patient or user injury, surgical delay or medical intervention reported related to this occurrence. No add'l info available.